Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/09/2020 to the present date 10/30/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200308607 for test failure - out of specification which does not correlate to the customer reported issue.

Event description:
It was reported that the device failed calibration check in. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed calibration check in. There was no patient involvement.